Manufacturer narrative:
The unit was unable to prime during the prime test and the motor error alarm during the basic occlusion test due to a faulty gold force sensor resistor. The unit passed the displacement test. The drive support was inspected and no anomaly was found. The unit was received with minor scratches on the lcd window, a cracked case at the display window corners, and a broken belt clip slot.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error. The customer's blood glucose level was 115 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.